Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) was not performed due to information fiber information missing. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the debris shield damaged, and the fiber broke. The procedure was completed with this console. There were no patient complications. This complaint refers to the fiber.

Event description:
It was reported that the debris shield damaged, and the fiber broke. The procedure was completed with this console. There were no patient complications. This complaint refers to the fiber.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.